Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded coiled wire in the lumen at the proximal end') and pelvic pain ('pelvic pain,pain pelvic') in an adult female patient who had essure (ess205) (batch no. 509815) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included sinusitis and upper respiratory tract infection. In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal vaginal bleeding"). In june 2007, the patient experienced urinary tract infection ("uti") and cystitis ("infection:bladder"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain") and vaginal infection ("vag. Infect."). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the embedded device and cystitis outcome was unknown and the pelvic pain, dysmenorrhoea, abdominal pain, back pain, menorrhagia, urinary tract infection, vaginal infection and vaginal haemorrhage had resolved. The reporter considered abdominal pain, back pain, cystitis, dysmenorrhoea, embedded device, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy in essure insertion dates : (B)(6) 2007 and (B)(6) 2006. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: total bilateral occlusion.. Imaging procedure - on an unknown date: essure confirmation test (unspecified) conducted showed bilateral occlusion. Most recent follow-up information incorporated above includes: on 16-sep-2019: pfs received : previously reported event injury was updated with new events. Following events were added : dysmenorrhea (cramping),pelvic/ abdominal, back, menorrhagia (heavy menstrual bleeding), uti, vag. Infect. On 19-sep-2019: pfs received : fu(2) and (3) processed together. Essure model number was changed from ess(305) to ess(205). Lot number added. Following events were added : abnormal vaginal bleeding, infection:bladder, embedded coiled wire in the lumen at the proximal end. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded coiled wire in the lumen at the proximal end') and pelvic pain ('pelvic pain,pain pelvic') in an adult female patient who had essure (ess205) (batch no. 509815) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included sinusitis and upper respiratory tract infection. In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal vaginal bleeding"). In (B)(6) 2007, the patient experienced urinary tract infection ("uti") and cystitis ("infection:bladder"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain") and vaginal infection ("vag. Infect."). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the embedded device and cystitis outcome was unknown and the pelvic pain, dysmenorrhoea, abdominal pain, back pain, menorrhagia, urinary tract infection, vaginal infection and vaginal haemorrhage had resolved. The reporter considered abdominal pain, back pain, cystitis, dysmenorrhoea, embedded device, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy in essure insertion dates : (B)(6) 2006. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: total bilateral occlusion. Imaging procedure - on an unknown date: essure confirmation test (unspecified) conducted showed bilateral occlusion. Lot number: 509815 manufacture date: 2006-04 expiration date: 2008-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-oct-2019: quality safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.